Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and mildly calcified endovascular artery. A 6.0mm x 220mm x 150cm sterling balloon catheter was advanced for dilatation. However, during inflation at 5 atmospheres for 10 seconds the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported.